Event description:
Customer reported an incomplete flap during refractive surgery. During f/u, the site's technician stated the surgeon was not able to lift the flap, there was no perforation and the procedure was aborted. There was no pt harm or injury and the pt is doing 'very well'. The pt will have prk in the future.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2011. (B)(4).